Event description:
It was reported that caller experienced occlusion alarm events that could not be verified in pump history, and caller stated that similar occlusion events had occurred previously and were resolved in the same way. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing trusteel infusion set and then resuming insulin, and no additional information was received regarding further actions taken.